Event description:
Healthcare professional reported left side "rupture," and "intracapsular leakage." The device has been explanted.

Manufacturer narrative:
Continued h.6: health effect - impact code f1905. Additional, changed, and/or corrected data: b6, g1, g2, h6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease flat and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Doctor reports "rupture - diagnosed via MRI intracapsular leakage signs are shown". The device has been explanted. This device relates to the left side.